Event description:
During procedure, handle assembly broke off light. No injuries occurred.

Manufacturer narrative:
The handle assembly consists of a handle, pin and supporting component that locks it into place on the lighthead. During use, the handle fell from the light. It is unk whether the handle broke and fell or if the handle fell and then broke. The locking mechanism remained in place. After further investigation, the handle was not properly assembled. The process of connection the collar and the handle with the locking pin caused the handle to have the potential of becoming weak and separating. The handle has been in production for a few months and only three handles out of several hundred have had problems. This has been corrected within the corrective action system and we will continue to trend for further occurrences.